Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was also noted. No intervention was done. There were no patient consequences.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.